Manufacturer narrative:
The product associated with this report was not returned. Review of the device history records did not identify any non conformances on the lot. A complaint database search finds no additional reports against the provided product and lot combination. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained and the returned samples, however, conditioning and storage of the samples and/or operating theatre temperature could have potentially aided the unusual behavior mentioned. No product problem has been identified therefore no corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Cement set too quickly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. For any additional information received. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.